Manufacturer narrative:
The pump was received with missing segments due to cracked and bleeding lcd glass. The pump was unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion, occlusion, prime, off no power test, and excessive no delivery tests due to cracked and bleeding lcd glass. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked display window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had missing segments on display. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.